Manufacturer narrative:
Vyaire complaint number (B)(4). Investigation conclusions: health effect - clinical code: 4580. Health effect - impact code: 4648. Medical device problem code: 1384. Component code: 4755. Type of investigation: 4111. Investigation findings: 67. Results of investigation: 213. Vyaire technical support team arrived at site and checked unit operation. The reported error could not be duplicated. Unit was working to manufacturing specifications.

Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that sections on the front panel of the vela ventilator are non-functional. The customer advised there was no patient involvement associated with this event.